Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose /flush drive support disk. Failure analysis was unable to verify compromised force sensor system alarms due to motor error alarms. The insulin pump was received with cracked case at display window corners. The insulin pump was received with minor scratched lcd window. The insulin pump was received with broken belt clip slot.

Event description:
The customer reported via phone call that they had a compromised force sensor system alarm on the insulin pump. Customer also reported insulin was shooting out from the tubing during a prime when the alarm occurred. Customer's blood glucose was unknown. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.